Event description:
Date of event: 2005. Date of report: april 3, 2007. D.o. Performed a negligent, uniformed, no-permission, mini face lift. He has already been disciplined by the state medical board - please contact the medical board, and will be facing a lawsuit, possibly a class action lawsuit. The problem I need immediate help with, concerns the material used to stitch the area, surrounding my ears. This area has never healed! It has been a year and half. The area bleeds frequently, is painful, itches, and the scars are huge. All we need to know, is what material was used to stitch around my ears. We have requested this information from dr, but he has not given me the name of the product. I need to know the name of the product used to close the incisions around my ears. Keloid scars are forming, bleeding, and causing great discomfort. After a recent appointment, with a md, where steroid injections were administered, I pulled a long piece of the stitching material, from my face. Evidently, the stitches have not dissolved, and I may be having an allergic reaction. It is necessary for all of my present treating physicians. I have had expensive, corrective lasers, which has not helped. The kenalog injections, also have not helped. D.o. Has a moral and ethical obligation to reveal the manufacturer and name of the material that he used to stitch my face. Please find this important information for me, so that I may inform my treating physicians. Numerous prescriptions have not helped this deteriorating condition, surrounding my ears. It is our hope that this horrific type of material is not still being used by d.o. No other pt needs to suffer the pain and irritation, let alone the horrible, unsightly condition, caused by the use of tainted, or sub-standard stitching material.